Event description:
It was reported that the 9600 system did not boot up and the mainframe displayed a "ifb error". No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the ifb and technique processor boards. Boards sent for repair. Follow-up visit required to replace. Additional information will be provided as it becomes available.